Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain 2/3. The caregiver (cg) stated one of the supply bags fell and became disconnected during therapy. The technical service representative (tsr) explained the alarm and advised the cg to cycle power. The cg stated se 2367 alarmed. The tsr instructed the cg to cycle power again and to complete therapy using manual supplies. The tsr also advised the cg to contact the peritoneal dialysis nurse (pdrn) about the alarm. On (B)(6) 2010 product surveillance spoke with the home patient (hp) who stated she had set up as normal for therapy the evening of this incident and there were no problems with her supplies. The hp stated she likely kicked over the bag in her sleep causing it to fall. The hp stated she had no adverse event related to this incident. The patient stated her therapy has been just fine. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.